Event description:
A customer in (B)(6) contacted biomérieux to report the occurrence of false resistant daptomycin for (B)(6) in association with the vitek® 2 ast-p654 test kit. Repeat testing provided the same result (daptomycin mic = 2). Gradient test (liofilchem) indicated the organism was daptomycin susceptible (mic = 1). There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to the patient's state of health. Biomérieux requested strain submittal from the customer. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
An internal investigation was performed due to a false resistant daptomycin with staphylococcus epidermidis on vitek® v7.01 on ast-p654 cards. The customer compared vitek results to the gradient test (liofilchem). The intended identification to staphylococcus epidermidis was confirmed with the vitek gp card. The reference method (microdilution, bmd) which was the method used for daptomycin development (formulation dap02n) on ast-p654 cards gave dap mic = 1 mg/l s. The isolate was subcultured on cos medium, and vitek testing included ast-p654 cards from the customer lot (cl: 8040803203) and a random lot (rl: 8040627103). Vtek 2 results were dap mic = 2 mg/l r on both cards. The vitek 2 values were within essential agreement compared with the reference mic (bmd 1 mg/l s) but lead to a major category error. Note : the reference mic equal to 1 mg/l can be s or r within 1 doubling dilution, which can explain the result "r" obtained by the customer. Conclusion: in house, the customer results were reproduced. However, card and reference method results are only 1 doubling dilution apart, so card and reference method results are in agreement. The ast-p654 cards performed as intended. The strain is considered a borderline strain (ref mic on the breakpoint).